Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon review, the patient's right atrial lead exhibited under-sensing. The patient's lead was reprogrammed. Normal lead function was seen following the reprogramming. The patient was stable.